Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed. Growth of microorganisms were found through culture testing by the user after reprocessing however, the results were not shared. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no germs detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination at the suction channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled, and the customer¿s allegation could not be confirmed. The obtained results are in conformance with the requirements. The device was returned to olympus for inspection. Upon evaluation a crack was observed in the resin of the plastic distal end cover due to physical stress and or handling. The adhesive on the bending section cover was detached and contained a gap. This adhesive deterioration was likely due to separation on the thread-wound section of the cover. It was lastly observed that the right-angle wire was stretched due to wear and did not meet the standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Related case: (B)(6) (model cf-hq190i/ 2163092) evis exera iii colonovideoscope.